Event description:
Product evaluation summary: the product wasnot returned to the MFR; however, a retain sample of the lot has been tested. The sample was tested for description, odor, ph and percent gantrez. The results obtained were found to be within specification. No corrective actions have been required based on this report.

Event description:
Product evaluation summary: the product was not returned to the MFR; however, a retain sample of the lot has been tested. The sample was tested for description, odor, ph and percent gantrez. The results obtained were found to be within specification. No corrective actions have been required based on this report.

Event description:
This case was reported by a consumer and described the occurrence of an abnormal EKG-old myocardial infarct in a patient who used poligrip (super poligrip original denture adhesive cream) for loose dentures. The consumer contacted the manufacturer regarding a product complaint. A physician or other health care professional has not verified this report. The patient's past medical history included lung cancer, removal of a lung and rib fractures. Concurrent medical conditions included bipolar disorder and cigarette smoking. Concurrent medications were not specified. On an unknown date, several years ago, the patient, who is a poor historian, started using poligrip (dental). In 2004, the consumer was diagnosed with having a "silent heart attack" as they were told that their electrocardiogram showed evidence of an "old" heart attack. They underwent a cardiac stent procedure the following month and was hospitalized for four days. Treatment with poligrip was continued. The event resolved.